Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803.this report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was a reported that a patient underwent an atrial fibrillation (afib) cardiac ablation procedure that included octaray mapping catheter. The patient experienced a cardiac tamponade that required pericardiocentesis. It was reported that during an afib case, a pericardial effusion was noticed. While mapping with the octaray catheter, there was a drop in blood pressure on the patient. The pericardial effusion was confirmed by intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis and 250cc of fluid was removed. The patient was reported to be in stable condition. The physician could not confirm what caused the pericardial effusion.